Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump had blank display due to moisture damage and had high blood glucose. The blood glucose level was 423 mg/dl at the time of incident. The pump was submerged in water and cannot get it to turn on pump exposed to fluid. Customer reports the type of moisture exposure to the pump is pool water. Customer reports how the moisture exposure occurred as he had a high blood glucose before getting in the pool, delivered 11u and forgot he had it on and went into the pool. Blood glucose was high as 200's mg/dl. The customer currently had a high blood glucose in the 400s mg/dl because he has been off the pump for more than 48 hours and only had fast acting insulin. The customer was unable to troubleshooting for high blood glucose because he does not have long acting insulin, only short acting. The caller declined troubleshooting for the high blood glucose. Customer states the pump display went blank immediately after pump exposure to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.